Event description:
Customer reported to beckman coulter, inc. (Bec) that 5 ml of clear fluid leaked from coulter hmx analyzer with autoloader onto the counter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) examined the system but could not determine the source of the leak. The fse drained the vacuum trap (fl1), the baths (bt1, bt2) and the differential waste chamber (vc7), which were all full of fluid and resolved the issue. The fse also performed maintenance.

Manufacturer narrative:
(B)(4).